Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd module with drive pcb fluid damage. Based on the result, we concluded, that it was caused, due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed, that the light guide cable for prong broken, the insertion flexible tube perforated, the light guide cable buckled, the light guide cable for control body buckled, the electrical pin connector corroded, the insertion flexible tube leak, the remote control buttons leak, the light guide cable for prong leak, the remote control buttons cut. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).